Event description:
The customer reported the ventilator shut down and alarmed after the backup battery depleted while in use on a patient. The customer reported the circuit breaker in the ac receptacle that the ventilator was plugged into tripped, and the ventilator transitioned over to backup battery for use. The customer reported the ventilator had been operating on the backup battery until the backup battery depleted as a result of extended use, at which time the ventilator alarmed and shut down. The customer reported there was no patient harm. Per the ventilator's operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The customer did not respond to the ventilator alarms while it was running on backup battery therefore, when the battery depleted the ventilator shut down. After charging the battery the customer powered on the ventilator into normal ventilation mode and it alarmed vent inop due to an inhalation autozero failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the reported vent inop occurrence. The service technician replaced the three station solenoid to correct the vent inop event. Extended self testing (est) and applicable final testing were then completed and tests passed to operating specifications.